Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received

Event description:
It was reported that a patient presented remotely with automatic mode switch (ams) episodes. Electrograms suggest atrial fibrillation with functional blanking in post-ventricular atrial blanking period (pvab). Atrial and ventricular noise reversions were also noted. The patient would be further monitored. Related manufacturer reference number: 2017865-2020-15322